Event description:
It was reported that a patient's right ventricular lead exhibited high impedance and a loss of capture. The lead was explanted and replaced on (B)(6) 2022, and the patient is recovering post-procedure.